Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.50mm x 18mm) to a calcified lesion with stenosis and vessel tortuosity but the device could not cross due to the calcification and tortuosity. It is reported that the device was inspected before use with no issues noted. The physician used another device to complete the surgery. No clinical sequelae were reported. Evaluation summary: there were two kinks located on the delivery system, at 22cm and 44cm distal to the strain relief. The 3rd distal segment of the stent had evidence of raised, deformed struts. The middle segments had a number of struts slightly deformed. The 4th proximal segment of the stent had some slightly raised struts. The distal tip of the device had no evidence of damage. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis, calcification and vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis, calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).